Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion, the patient experienced stress incontinence, urinary frequency and urgency.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystourethroscopy.

Manufacturer narrative:
Date sent to the FDA: 07/21/2017. Patient codes: (B)(4) urinary tract infection. It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent surgery for pelvic organ prolapse [cystocele, rectocele and enterocele] on (B)(6) 2010. No additional information was provided. (B)(4) - pelvic organ prolapse.